Manufacturer narrative:
The previous pump exchange referenced in this section was reported under medwatch MFR report # 2916596-2015-01523. (B)(4). Approximate age of device ¿ 59 days. (B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2015 and received a pump exchange on (B)(6) 2015 for thrombus. It was reported that on (B)(6) 2015, the patient was admitted to the hospital after a clinic visit for gastrointestinal bleeding and signs of hemolysis. The patient presented with dark stools for approximately two weeks. Upon admission the patient's hemoglobin was 6.9 g/dl, hematocrit was 22%, and lactate dehydrogenase (ldh) was 1688 u/l. While admitted, the patient experienced low flow alarms lasting one to two hours at a time. The patient was transfused with packed red blood cells and the alarms would subside. Intravenous heparin was initiated. On (B)(6) 2015, a ramp echocardiogram showed the aortic valve was opening with every cardiac cycle, and the left ventricular diameter was 5.3cm and was not decompressing with increases in pump speed. Pump thrombus was suspected. As of (B)(6) 2015, it was confirmed that the patient has a factor v leiden deficiency. The patient's status had slowly declined, reportedly due to the very little left ventricle unloading noted on the ramp echocardiogram. The patient's plasma free hemoglobin was 130 mg/dl and their creatinine level was significantly increased (specific value not provided). On (B)(6) 2015, the patient's pump was exchanged. The patient was also listed as 1a status for a heart transplant. It was reported that the patient was hemodynamically stable after the pump was exchanged. The patient experienced kidney failure for 4-5 days after the exchange, and required continuous venovenous hemofiltration (cvvh). On (B)(6) 2015, the cvvh was discontinued as the patient's creatinine was trending down. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of the deposition surrounding the bearing ball and the areas of denaturation surrounding the bearing ball and bearing cup, indicate these depositions were present while the pump was supporting the patient. Although a root cause for the development of this deposition could not be conclusively determined through this evaluation, it would have contributed to the patient¿s reported hemolysis. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.